Manufacturer narrative:
The patient presented to the office on (B)(6) 2023 for his consultation where he was diagnosed with a buried penis. On (B)(6) 2023, the patient was implanted with the device. On (B)(6) 2023, the patient returned for a follow up where he denied having pain and discomfort until the previous night, because he slept on his stomach and was having morning erections. He returned again on (B)(6) 2023 where he was noted to have no bruising, no pain, but some discomfort. On (B)(6) 2023, the patient shared with the physician that he had full sensation but had some pain at the base of the shaft near the head. The patient also had some redness but no signs of active infection. The physician recommended removal of the device. On (B)(6) 2023, the patient reported having a lot of pain, which was due to infection, and the device was explanted. On (B)(6) 2024, the patient had a teleconference with the physician and noted he was concerned that he had lost length which caused him distress. On (B)(6) 2024, the patient discussed his frustration and the physician encouraged that any action should wait until the wound has properly healed. On (B)(6) 2024, it was noted the patient had scarring at the base of the penis on the right and dorsally. The patient returned on (B)(6) 2024 for scar tissue removal. On (B)(6) 2024, the patient met with the physician for a follow-up where the physician noted he now had peyroines disease and sexual and erectile dysfunction. While it is reported that he had erectile/sexual dysfunction after the removal of the device, during his initial consultation on (B)(6) 2023, the patient was diagnosed with unspecified sexual dysfunction, thus, this was a pre-existing condition to some degree. As stated in the post-operative guidelines, patients are advised to sleep on their back for the first six to eight weeks following surgery. Within 3 weeks, the patient stated he had slept wrong, and on his stomach, which led to pain. This contradicts the post-operative protocol. Risk of migration, infection, and swelling is associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "a collection of blood under the skin (hematoma) and/or bleeding and/or transient black and blue bruising (ecchymosis)," "penile shortening" and "penile retraction in erect and flaccid states," "infection or erosion of silicone block requiring removal,"and "temporary reactions, swelling and/or erythema" may occur. The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature, contracture and decreased penile girth, and infection as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. Within this study, just over 3% of the subjects reported an implant infection which is a rate similar to that reported for silicone products of the same product code (mib). This rate is not considered clinically inferior. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The instructions for use state that displacement may occur from improper implant sizing and/or placement due to a variety of reasons such as: the implant is too large or the cavity too small, or where there has been inadequate preoperative assessment of stresses causing movement of the implant. With the lack of supplemental information, it is unable to determine what caused implant displacement. Dissatisfaction with cosmetic results such as "incorrect size" is disclosed and discussed with patients prior to implantation and identified as a potential complication within the IFU, and list infection, and implant extrusion as a potential adverse device deficiency. The root cause of this investigation is known inherent risk of the device and attributed to user error. The patient specifically stated that he was in pain due to sleeping on his stomach. Additionally, the patient had pre-existing sexual dysfunction to some degree prior to the implantation and removal of the implant.

Event description:
This complaint is being opened related to a lawsuit, case no (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, protrusion of the implant from the penis, and a painful revision surgery.